Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that left ventricle perforation occurred. On (B)(6) 2017, during an transcatheter aortic valve implantation (tavi) procedure with a 23mm non-bsc aortic valve prosthesis. Balloon aortic valvuloplasty (bav) was performed. A left ventricle perforation was observed by the amplatz superstiff guidewire. The valve was recaptured. Pericardial drainage was started, but it was immediately changed to thoracotomy and clamped the bleeding part. The perforated part of the left ventricle was sutured. A perforation of the esophagus was confirmed from either the intubation tool or transesophageal echo. After suturing the perforated part of esophagus, the patient was returned to the ICU and a percutaneous cardiopulmonary support (pcps) and intra-aortic balloon pump (iabp) were inserted. On (B)(6) 2017, long term malnutrition, fever and presence of bacteria in the blood were observed. On (B)(6) 2017, after fevers, hemodynamics and unstabilized respiratory condition were observed, and the patient died. It is unknown whether autopsy was performed. The opinion of the physician considers the death to be caused by the infection.